Event description:
When retracted under liver, the steel wire poked out of instrument puncturing the liver.

Manufacturer narrative:
The actual device was received for investigation. Visual examination confirmed weld failure on the distal tip of the retractor. It was noted that the components on the device were not consistent with components used by the original manufacturer. The handle, knob and end cap appeared to be made from a different type of material, the collar between the handle and the knob were larger. The device was manufactured in january 2005 and a DHR review did not indicate any issues that would contribute to the reported failure. Root cause cannot be determined as it is unk if other modifications were made.